Manufacturer narrative:
A maquet representative attempted to obtain additional information regarding the event and device involved in the incident. The customer would not disclose any additional information, stating that this was not meant to be a complaint. The facility reported that they will no longer be pursuing this matter. No further investigation can be performed and device history cannot be reviewed as no lot information was provided. (B)(4).

Event description:
While in use on a patient, the arterial pressures on the pump monitor are different than the cuff and/or radial arterial line monitors. No patient harm reported as a result of this event.